Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 53 mg/dl. Corrected with food. Customer stated that insulin squirted out during the manual process. The blood glucose reading is now 72 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due and alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump passed displacement test. Unable to perform the excessive no delivery test and occlusion tst due to prime anomaly and alarm. The insulin pump had a scratched display window, cracked battery tube threads and a missing end cap sticker.